Manufacturer narrative:
The patient injury information has been corrected following additional information from the customer. As a consequence of the event the resident sustained a fracture of two legs.

Event description:
During a resident transfer from the toilet to a wheelchair, the resident¿s knee pressed against the upper part of the knee pad, pushing it forward. This caused the resident¿s body to shift and partially slide out of the sling, resulting in their foot hitting the floor. Following the incident, an arjo technician evaluated the lift and found that the silent blocks were fatigued and needed replacement. The technician noted that silent blocks are wear-and-tear items that flex during use. The patient injury information has been corrected following additional information from the customer. As a consequence of the event the resident sustained a fracture of two legs.

Event description:
It was reported that during patient transfer (from toilet to wheelchair), the residents knee went to the upper part of the knee pad, which forced the knee pad forward. This action caused the residents body to shift and slide partially down from the sling and have their foot hit the floor.